Event description:
The customer reported to bsc that during a gastroscopy procedure for a female pt (age unk), the resolution clip device would not release from the catheter during deployment. The procedure was completed successfully with another of the same device. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.